Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by cloudy fluid. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with ceftazidime injection (1gm, route, frequency not reported), cefepime injection (1gm, route, frequency not reported) and heparin injection (1ml, route, frequency not reported) for peritonitis. Antibiotic treatment for the events were ongoing. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.